Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurry vision, difficulty seeing distance and reading, and the clinical reason was residual prescription causing blurry vision. The iol was exchanged for a monofocal lens of the same model, same diopter, and same company 3 months after the initial implant procedure. Additional information was requested and received stating that, in the surgeon's opinion, residual prescription was the cause of blurry vision. There was no further impact to the patient. In the surgeon's prognosis, the iol exchange went well.